Manufacturer narrative:
Analysis found that the patient interface had both clips bent and loose. Both washers on the clips as well as the clips were replaced. The device was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient interface was not working properly. There was no patient impact.